Manufacturer narrative:
Additional information received indicated the event was previously reported under mfgr report 2015691-2017-03673. As such a corrected MDR supplemental report is being submitted in order to retract the duplicate submission.

Manufacturer narrative:
(B)(6). Investigation is ongoing.

Event description:
As reported by the edwards affiliate in china, eleven days post tavr procedure, the patient developed an intermittent av block second degree and a complete left bundle branch block (lbbb). Due to this event, on pod12 a permanent pacemaker was implanted and the event was resolved. The patient was discharged home on pod15.